Event description:
Caller reports patient tested 3.1 inr on the coaguchek xs system and 2.3 inr on a comparison laboratory. No treatment given based on device result. No adverse event reported. Requested return of suspect system and replacement sent.